Manufacturer narrative:
B3 date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon burst. There were no patient complications.